Event description:
A customer in the UK stated that he opened a new carton of test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 15 mg/dl high, out of spec.